Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was one critical battery alarm. The charge on the battery during the alarm was not less than ten percent. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. A review of the battery¿s manufacturing records confirmed that the associated device met all requirements for release. Analysis of the alarm files revealed that one (1) critical battery alarm was logged on (B)(6) 2018 and was due to a communication error involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and the battery. If information is provided in the future, a supplemental report will be issued.